Event description:
Leica microsystems received a complaint from (B)(6) regarding sub-optimal processing of 347, which the complaint described as over-processed. Leica microsystems has currently been unable to ascertain whether all tissue samples exhibiting suboptimal processing were diagnosable. This info has not been provided by the complaint to date.

Manufacturer narrative:
Review of the reagents used for the protocols from which sub-optimal processing was identified shows that bottles 4, 6, 7 and 9 (ethanol); bottle 14 (xylene) and the wax from wax bath 2 were used for the first time in the "breast/surgical" protocol started in retort a at 13:16 pm on (B)(4) 2012; and then subsequently in the "breast/surgical" protocol started in retort b at 19:23 pm on (B)(4) 2012. Bottle 4 (ethanol) was removed from the instrument for 2 minutes at 08:22 am on (B)(4) 2012, which is sufficient time to complete manual reagent replacement. The reagent station was reset at 08:24 am, with the station concentration being set to 85.0% by the user. Bottle 4 was then subsequently removed from the instrument for 4.5 seconds and the reagent station reset with the station concentration set to 100% at 09:18 am on (B)(4) 2012. The latter user action resulted in recording of the "1401" error code in the instrument software indicating that the bottle had been removed from the instrument for less than the minimum configured time of 20 seconds, which is significantly less than the time require complete manual reagent replacement; and bottle 4 was scheduled for the final dehydration step in each of the affected protocols although the actual ethanol concentration remained unchanged at 85% as initially set. The minimum final reagent concentration for ethanol is 95%. Using ethanol at less than the required minimum concentration results in re-introduction of water into the tissue and contamination of reagents used in subsequent processing steps. The root cause for the sub-optimal processing reported was failure by the user to complete manual reagent replacement in accordance with the MFR instructions in the leica peloris/peloris ii user manual.